Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the incision site at the neurostimulator pocket had superficial incision erythema that was related to the implant procedure and not related to the device or therapy. The clinical diagnosis was an incisional drainage. Interventions taken included administering medications of neosporin and bactrim 2x/date for 7 days. It was noted that the event resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
The information reported under this manufacturer¿s report (MFR) # 3004209178-2018-11989 was also reported under MFR # 3004209178-201 8-12823. Additional review indicates this information pertains to MFR # 3004209178-2018-12823 and any additional information related to the incisional erythema/drainage and intervention of antibiotics will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.